Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2018. 693565, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible device non-capture and failure to sense. An interrogation indicated there was possible undersensing on the right atrial (ra) lead preventing a mode switch. The device and lead remain in use. No patient complications have been reported as a result of this event.